Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet device did not provide an audible alert for a high blood glucose reading while the user¿s glucose was 227 mg/dl; the agent verified alarm and volume settings, confirmed a beep on high volume selection, confirmed cgm alerts were enabled, and advised that cgm alerts sound for values above 300 mg/dl, consistent with a low audible alarm issue associated with the speaker/sounder component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed the presence of a known interferent and that a device problem could not be excluded, in the context of a low audible alarm related to the speaker/sounder. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude device problem.